Manufacturer narrative:
Summary of evaluation: the condition of the package would suggest the damage was due to mishandling during the distribution network of this device.

Event description:
The sterile blister was broken. This event did not occur during a surgical procedure.